Event description:
A 6fr sheath was placed via the right femoral artery. The 5fr catheter was advanced over a wire guide to the ascending aorta. Contrast was injected and films taken. The catheter was removed and a portion of the tip was noted to be missing. A snare was advanced to capture the catheter segment. Upon removal, the catheter tip broke loose and remained in the right femoral artery. Attempts to remove resulted in retrieval of one segment, with the remaining segment ultimately lodged in the peroneal artery. It was felt further attempts at retrieval would not be successful.